Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 450cc mentor memorygel breast implant and experienced postoperative left-sided breast mass and breast pain. The patient reported that routine mammogram performed on (B)(6) 2020 indicated that there is a mass against capsule in the patient¿s left breast. Ultrasound and MRI were performed, and the results also indicated a breast mass. In addition, the patient stated that she is experiencing breast asymmetry due to the breast mass and feels discomfort, heavy, and fullness in her left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.